Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu3823 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "on (B)(6) 2020, patients with appendix cancer in the second area of the tumor used a peripherally intubated central venous catheter from the upper right limb to the superior vena cava using a peripherally intubated central venous catheter for intravenous infusion of drugs to prevent extravasation of chemotherapy drugs . After the catheter is inserted, the catheter should be disinfected and changed every week, and the tube flushed for maintenance. For chemotherapy: on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, intravenous infusion of oxaliplatin + oral capecitabine chemotherapy. Used to treat malignant tumors of the appendix. He returned to the hospital on (B)(6) 2021, and the patient complained of swelling and pain in his right upper arm. Then, a b-ultrasound examination of the right upper limb vein (B)(6) 2021, examination number: 2581783) showed that mural thrombosis was seen at the end of the indwelling tube after the indwelling tube in the right side of the main vein, axillary vein, and subclavian vein. Starting from (B)(6) 2021, low molecular weight heparin calcium 5000iu for injection, once every 12 hours, subcutaneous injection of anticoagulant therapy, after the vascular surgery consultation, oral rivaroxaban 15mg on (B)(6) 2021, anticoagulant treatment is given once a day."